Event description:
It was reported that a patient presented with reported "syncopal" episodes and elevated heart rate. Additional intervention was discussed. No further adverse patient consequences were reported.